Manufacturer narrative:
Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Event description:
Follow-up revealed the reported lead was explanted and replaced on (B)(6) 2016. The issue was resolved.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history. (B)(4).

Event description:
It was reported the patient had a fall and could no longer receive effective stimulation. Programming was attempted but could not provide resolution. X-ray was taken and revealed the right lead had migrated. As a result, the patient will undergo surgical intervention. The patient has two leads from the same lot. Only the right lead migrated.